Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on a black screen. A technical support specialist (tss) dialed into station and confirmed that the issue seems to be resolved, the station was working fine and not in black screen. The system functioned as intended, no problem with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.